Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the anterior cruciate ligament surgery, the fixation mechanism of the ar-400pd failed to secure the k-wires. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.